Event description:
The sample consisted of one red adapter with a crack on the side. The possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are not ncr related to the reported issue. The manufacturing lot number associated with this complaint was 350322. Over tightening catheter connections can crack the adapters. The event description states the device was in use during 6 months, most likely, based on the available information, the device could have been damaged during that time. Samples were received and analyzed; this defect was confirmed. Based on the available information the most probable root cause could be considered as misuse due to a possible adapter over tightening, therefore this failure is not considered as manufacturing related. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% adapters inspection for cracks and pressure testing respectively at the final stage of production, which would identify adapters issues in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the port of catheter was cracked. The catheter was used for half a year. The catheter was pulled and replaced with a new one. The pt is in good condition now.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.